Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the left ventricular lead dislodged. The lead was successfully repositioned. No adverse consequeces occurred to the patient.